Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained device.

Event description:
Patient reported that revision surgery of right hip prosthesis was needed due to noises (crepitation). Customer informed that the primary surgery was performed on (B)(6) 2014 and the revision surgery was performed on (B)(6) 2015. As per the customer elements being revised were the head of the prosthesis and the insert. According to the customer new implants implanted during revision surgery were: stryker v40 femoral head 6260-5-032 lot 49761305 and trident x3 polyethylene insert ref. 623-10-32e lot 49883601.

Manufacturer narrative:
On october 1, 2015, it was confirmed that this report is a duplicate of a previously submitted report MFR report # 2249697-2015-01470.

Event description:
Patient reported that revision surgery of right hip prosthesis was needed due to noises (crepitation). Customer informed that the primary surgery was performed on (B)(6) 2014 and the revision surgery was performed on (B)(6) 2015. As per the customer elements being revised were the head of the prosthesis and the insert. According to the customer new implants implanted during revision surgery were: stryker v40 femoral head 6260-5-032 lot 49761305 and trident x3 polyethylene insert ref. 623-10-32e lot 49883601.